Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted. No patient harm or consequence was noted as a result of this event.

Event description:
As reported, during inspection, the shockpulse lithotripsy system displayed a 'probe error' and no suction was observed while connecting the transducer and probe. There was no patient harm or consequence as a result of this event.